Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, when they were using the device for a lung isolation, the camera came out of the scope. A delay in the procedure of five (5) minutes occurred as another bflex 5.0 was obtained. No harm to the patient or user was reported.